Manufacturer narrative:
B3: date is estimated; month and year are valid.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient noted experiencing difficulty charging the implanted neurostimulator. They will briefly connect to the ins and then it will start searching for the ins again within seconds. The following troubleshooting steps were performed: located the device by looking for incision and/or palpating the device. Patient reported it has always been a little tricky to connect because patient is fairly large. The ins has also turned and patient described that one side of the ins is deeper than the other so they can only feel one side of it. Last december their managing hcp informed them that the ins had shifted and charging has gotten more difficult since then to the point where last week they were not able to consistently maintain a charge session. Patient stated they have already tried repositioning the charger in several different ways. Agent reviewed considerations with patient regarding ways to optimize ins and wr position. Recommended patient follow up with managing physician to discuss further.